Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history record of the product a-6000-08lf batch number 74j1800925 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. An nc report was open for the lot in question, but it is not related with the issue reported. The device history review shows that the product was assembled and inspected according to our specifications. No conclusion can be established at this time based on the lack of defective of sample. It is necessary to have the physical sample to perform a proper investigation. If the product sample becomes available this complaint will be reopened. The customer complaint cannot be confirmed due to the lack of a product sample to perform a proper investigation and to determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that for a male patient (B)(6) kg (B)(6) years old. He has a pleur-evac that separated. A new pleur-evac was installed. Then plugged in the aspiration plug. The depression on the pleur-evac was only at 10 cm of h2o. After few minutes the patient became purple. The pleur-evac was changed. Additional information indicates that the patient turned blue and was dyspneic but did not desaturate. All clamps were open when the device was connected to the patient. The phrase, device separated, was defined as the device unplugged from the aspiration wall and there was no patient injury.